Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display was broken,the display was no longer readable. Customer's blood glucose value was 112 mg/dl at the time of the incident. Drive support cap appears to be normal. Customer will return device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.